Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while the jagwire guidewire was cannulating the common bile duct, the hydrophilic tip detached exposing the tip of the metal corewire. The detached tip was not retrieved. The procedure was completed with this jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip detached exposing the tip of the metal corewire, approximately 2.2cm. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. No evidence of corewire fractured. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context." A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while the jagwire guidewire was cannulating the common bile duct, the hydrophilic tip detached exposing the tip of the metal corewire. The detached tip was not retrieved. The procedure was completed with this jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 18 years old. Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.